Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-04176. It was reported the patient had multiple falls and could no longer charge the ipg. As a result, the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the doctor noted one of the leads was partially out of the ipg header. The ipg and the pulled out lead were both explanted and replaced. The issue was resolved. The patient had two leads from the same lot and only one of them was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.